Event description:
It was reported the patient developed an infected pod site on the leg, presenting with redness, heat, pain, and pus after 21 hours of wear. The patient became increasingly sick, with symptoms including fever, vomiting, crying with reduced activity, and severe leg pain that made walking difficult. Upon noticing infection and pus, the patient's parent removed the pod, applied a new one, and administered 2 units of insulin, which helped reduce the elevated blood glucose level of 19.8 mmol/l (356 mg/dl). The patient was taken to meander medisch centrum where they were evaluated in the emergency department and diagnosed with a pod-site infection, hyperglycemia, and elevated ketones. Treatment included a 7-day course of antibiotics to be taken three times daily, and continued insulin therapy using the newly applied pod. The emergency room visit lasted approximately two hours.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. A supplemental report will be submitted with the investigation results once complete. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.